Event description:
A malfunction on the pump was reported by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer addressed the elevated bg by a manual insulin injection and did not require third-party assistance. Technical support provided information on resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if any malfunction code recurred, which the caller acknowledged and understood.